Event description:
The surgeon reported surface opacification of the intraocular lens post-operative. The pt's visual acuity decreased to 20/30 in dim light and 20/80 with light. The lens remains implanted. No additional info is available at this time.